Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was manufactured in aug 2010. The device was received and an evaluation was performed to investigate the reported event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A device history record review was performed and revealed no issues that could have caused or contributed to the reported issue. A short simulated therapy was successfully performed. Internal and external inspection was performed and no issues were noted. During evaluation, no failure, malfunction or increased intra-peritoneal volume (iipv) event was identified that could have caused or contributed to the event. The cause of the event could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who passed away coincident with peritoneal dialysis therapy. The cause of death was not reported. It was not reported if an autopsy was performed. Additional information was requested, but is not available.